Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled implant procedure. During the implant of this right ventricular (rv) pacemaker lead, high pacing thresholds were noted. The physician repositioned this lead higher on the septum. Pacing was identified but the patient became unresponsive. Despite emergency measures, the patient could not be stabilized and died. The cause of death was attributed to perforation which was confirmed.